Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
During the operation of indwelling the drainage tube, it was found that the needle and the tube were stuck together, and the needle could not be pulled out, so we had to replace the drainage tube.